Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that insulin leaked from the tubing and reservoir connection. The customer reported a blood glucose reading of 201 mg/dl, which she treated. Advised the customer to monitor her insulin pump and blood glucose levels. Advised the customer to call back as needed.